Manufacturer narrative:
Device evaluation: the zso-7-12 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-12 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zso-7-12 devices. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When dr. (B)(6) tried to insert zso into hilar, the stent was kinked and no longer inserted. So dr. (B)(6) used sbdc-7 in order to dilate, and he used another zso. Note: user error incorrect wire guide size 0.025in used did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. Plastic stent storage cabinet what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2, 0.025inch, 450cm were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr. (B)(6) did sphincterotomy using the clever cut was the wire guide inspected for damage prior to use?* no. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished?* dr. (B)(6) used sbdc-7 in order to dilate, and he used another zso. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Hilar biliary duct was resistance encountered when advancing the wire guide to the target location?* no. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No. Was resistance encountered when advancing the introduction system in place to the target location?* no. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Olympus visiglide 2, cook pc-7 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.